Event description:
It was reported that the c-arm moved suddenly in the upper limit, without any command pressed. No injury reported. A field engineer evaluated the system and determined that the foot switches needed to be replaced. No additional information was provided.